Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal clonidine 2000 mcg/ml at 466 mcg/day, unknown baclofen 100 mcg/ml at 23.3 mcg/day, and dilaudid 6000 mg/ml at 1400 mg/day via an implanted pump for an unknown indication. An empty pump was reported, and the reporter had access to the clinician programmer. The pump was still showing 1 milliliter (ml), but the technician explained how flow rate accuracy can drop at 1 ml. The pump reservoir had not been aspirated at the time of this report, so it was unknown truly now much was in the reservoir. The rep did not have a refill history or volume discrepancy to reference. It was unknown if the patient missed a refill. The low reservoir alarm was set to 1 ml. The doctor that managed the pump did not have privileges at the hospital the patient was at. It was noted the rapid response team was there this week as the patient was in atrial fibrillation. The patient was admitted to the hospital when this event occurred, and the rep showed up to assist with programming. The patient was (B)(6) pounds. The pump was programmed to minimum rate per the doctor managing the doctor and the patient would be treated for symptoms and then return to the managing doctor for a pump refill when discharged. The patient had increased pain, withdrawal symptoms, and a cardiac event. The event date was (B)(6) 2018 and on the morning of (B)(6) 2018 the patient was transported to the hospital via ambulance and admitted due to symptoms since then. No further complications were reported/anticipated or expected. Additional information was received from a healthcare provider (hcp) indicated the pump was not empty and "it was a premature comment by the rep." It was noted the cause of the atrial fibrillation and hospitalization were unknown and actions/interventions included the pump was filled. In regards to if the empty reservoir, increased pain, withdrawal symptoms and cardiac event, it had been resolved, and it was noted "no symptoms." No further complications were reported/anticipated or expected. Additional information was received from a business partner on (B)(6) 2018. It was reported a significant, medically serious, event had occurred. It was reported the patient had drug withdrawal syndrome. The pump had been filled, and as of (B)(6) 2018, the patient had no symptoms. On (B)(6) 2018 the physician noted, ¿there was not an adverse event. Disregard.¿ no further complications were reported/anticipated or expected.